Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels 412 mg/dl and 388 mg/dl. The customer reported that they treated high blood glucose level by giving bolus corrections. The customer did not mention any symptom related to high blood glucose level. The insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.